Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8015 rf card not supported error message. Account name: (B)(6). Account #: (B)(6). Asset name: 8015ls pcu dom v9.19.1.2 a/b/g. Asset location: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description:.(B)(6) had an error message "selected pc unit rf card not supported" when he transfer network configuration on the pcu8015 sn (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes.case resolution: I recommended (B)(6)to replace rf card. (B)(6) will replace new rf card. If he still have problem, he will call me back.